Event description:
It was reported that the patient experienced inadequate pain relief since implant. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure and was reported to be doing well postoperatively. The explanted devices were not returned as they were disposed of by the medical facility. No further information could be obtained.

Manufacturer narrative:
Block d6b. Explant date: (B)(6) 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Serial number: na. Batch/lot number: 31800375. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).